Event description:
Boston scientific received information that the patient implanted with this pacemaker had ventricular fibrillation (vf). It was reported that the patient had to be externally shocked to convert rhythm. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The header was firmly attached to the device casing. Visual inspection noted no irregularities. A hole was noted in the seal right atrial plug and the setscrews moved freely. The device passed all electrical tests. Laboratory analysis concluded that normal device operation was noted during analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had ventricular fibrillation (vf). It was reported that the patient had to be externally shocked to convert rhythm. This pacemaker was explanted. No additional adverse patient effects were reported.